Manufacturer narrative:
Concomitant medical products: product ID 8731, lot# b002190n24, implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
The patient reported the hcp first paralyzed him in 2005 or 2006 because he gave him too much drug. Additional information has been requested, but had not been received as of the date of this report.